Event description:
It was reported that the patient had a history of noise on the atrial lead. The noise was reproducible with arm movements. Upon intervention, it was noted that the lead was dislodged. The lead was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.